Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right hip was revised due to disassociation of the adm insert from the mdm liner. Surgeon reported that disassociation occurred while patient was out gardening on hands and knees. Patient was revised to a constrained liner. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.